Event description:
A home pt's nurse reported one extension set that the pt had detected a hole in the tubing and the connection meet. Reportedly, the home pt had been diagnosed with peritonitis on (B)(6) 2006. The home pt presented to the clinic with cloudy effluent and abdominal pain. A gram stain was performed and revealed gram negative growth. White blood cell count on (B)(6) 2006 was 1270 with a differential that revealed: eosinophils at 2%, monocytes at 68% and polycytes at 30%. The effluent culture resulted in pseudomonas stutzeri. The pt was treated with levaquin 250mg, oral for 14 days. No exit site or tunnel infection was noted. No known break in aseptic technique was noted, however, the pt is routinely retrained on proper procedures. The pt does not routinely re-use her supplies, per the rn. There has not been any peritonitis episodes prior to this diagnosis. The nurse stated that the suspect root cause of the peritonitis was the hole in the pt extension line.